Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also noted that the right atrial (ra) lead exhibited intermittent loss of capture on current and some stored electrograms (egm). Pacing below the lower programmed rate was also observed with the implantable pulse generator (ipg). The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.